Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -10.00 diopter was implanted into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was explanted due to glare/haloes. The explant resolved the problem. Cause of event was unknown.